Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively a hemorrhoidectomy procedure, the surgeon had stricture that they had to dilate.